Event description:
The pt was on a medical/surgical unit a telemetry transmitter monitoring his heart electrical activity. The pt was discovered in cardiac arrest and code blue called. Resuscitation efforts were not successful. At the time of the event, and prior to the event, the pt was monitored remotely for heart rate and cardiac arrythmia file revealed documented run activity up to the time of the pt discovery. These events were kept in memory with no alarm initiated. The pt had a percutaneous transvenous pacemaker previously implanted.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-95. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.